Event description:
The customer contacted stryker to report their device would not recognize defibrillation pads. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; customer alleges device may have contributed to adverse patient outcome.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and was unable to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Corrected information: on supplemental MDR 0003015876-2021-02268-01 b1 indicates product problem but should be: adverse event and product problem on supplemental MDR 0003015876-2021-02268-01 b5: should have also indicated that CPR was started as a result of the device not delivering pacing. This has been added. Additional information: stryker performed a clinical review of the reported event and determined that the device use may have contributed to the outcome of the patient.

Event description:
The customer contacted stryker to report their device would not recognize defibrillation pads. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; customer alleges device may have contributed to adverse patient outcome. CPR was started as a result.

Event description:
The customer contacted stryker to report their device would not recognize defibrillation pads. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; customer alleges device may have contributed to adverse patient outcome.

Manufacturer narrative:
Stryker further evaluated this event and found there was no device failure. The root cause of the pacing switching from paddles to lead ii is normal device behavior. This is because the device can only deliver pacing through ECG leads. Chapter 5 of the lifepak 15 operating instructions contains information on noninvasive pacing. Specially, the instructions states, "connect the patient ECG cable, apply ECG electrodes to the ECG cable and patient, and select lead I, ii, or iii. To receive the best monitoring signal, make sure there is adequate space between the ECG electrodes and the therapy electrodes." Pacing is completed through ECG leads. Therapy electrodes must also be attached, see step 4.